Manufacturer narrative:
The 3-spike disposable set was returned to belmont for investigation. Upon inspection of the set, a stress fracture was discovered along the bottom cap of the pressure chamber, and the tubing that inserts into the base of the pressure chamber was loose. Inspection of the tubing showed that there was insufficient epoxy applied to the tubing during manufacture. A review of complaints for the past two years indicates that this was an isolated incident; there have been no additional reports of this nature. A visual inspection of the library/retain sample for this lot number was performed and there was no evidence of any defects observed. The manufacturing batch records for this lot were also reviewed and no anomalies were identified. All 3-spike disposable sets are 100% leak tested prior to release from belmont medical technologies. There was no patient injury reported. All manufacturing personnel have been made aware of this incident. We will continue to monitor and trend similar reports of this nature and take further action if required.

Event description:
Belmont's distributor received a complaint from the user facility that a leak was discovered at the pressure chamber of the 3-spike disposable set.